Manufacturer narrative:
The reagent lot number is 766146 with an expiration date of 31-mar-2025. The calibration and qc were acceptable. There was no indication for a reagent performance issue. The provided pre-analytical data was acceptable. The investigation reviewed the system's alarm trace. Abnormal probe sucking flags were observed, which are indicators of possible poor sample quality. The field service representative found the reagent probes were misaligned and were not getting washed or dried correctly. He adjusted the reagent probes, performed an air purge, and performed sample probe washes. A precision test was performed with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 2 patient sample on a cobas 6000 c (501) module. Patient 1: the initial glucose result was 8 mg/dl. The repeated glucose result was 88 mg/dl. Patient 2: the initial glucose result was 9 mg/dl. The repeated glucose result was 293 mg/dl. The repeated results were believed to be correct. The results were not reported outside of the laboratory. The samples were repeated due the customer questioning the initial results.